Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper p/n unknown l/n unknown, unknown zimmer m/l taper p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05751, 0001822565-2017-05752.

Event description:
It was reported patient underwent an irrigation and debridement procedure fourteen days post-implantation. Surgeon could not rule out infection, and due to the large amount of devitalized tissue from the mechanically assisted crevice corrosion (macc), the polyethylene and femoral head were revised. Surgeon continued patient on prophylactic antibiotics. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0009613350-2017-01338.